Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in france contacted biomérieux to report a misidentification of lab quality survey organism candida orthopsilosis as candida parapsilosis in association with the vitek® 2 yeast (yst) identification (ID) test kit. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the survey sample. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
A biomérieux internal investigation was conducted for a misidentification of an external quality control isolate, candida orthopsilosis, with the vitek® 2 yst card. Candida orthopsilosis is not a claimed species in the data knowledge base of biomérieux products. The customer produced a result of very good identification to the species candida parapsilosis with the vitek® 2 yst card. The external quality control report stated the intended identification was candida orthopsilosis. The report stated that c.parapsilosis complex is recently reclassified into three (3) distinct species c. Parapsilosis sensu stricto, c. Orthopsilosis, and c. Metapsilosis. The three species are phenotypically indistinguishable. Tests performed and results were: sequencing 28s: candida orthopsilosis 100%. Vitek® ms v2: candida parapsilosis 99.9% (in v2 the intended species was not claimed) and with vitek® ms v3: candida orthopsislosis 99.9%. Vitek® 2 yst cards (two random lots): rl1 gave low discrimination between c.famata and c. Parapsilosis (with 3 tests against imlta (17), xlta (12), dxyla (85)). Rl2 gave very good identification to candida parapsilosis with 3 tests against imlta (17), xlta (12), nagaa(78). The investigation duplicated the customer result. However, the organism candida orthopsilosis is not a claimed species in the vitek® 2 yst knowledge base. The following statement is listed in the limitations section of the product labeling: "newly described or rare species may not be included in the yst database. Selected species will be added as strains become available. Testing of unclaimed species may result in an unidentified result or misidentification." The investigation concluded the vitek® 2 yst ID cards are performing as intended.